Event description:
It was reported by the patient that they were feeling "extra jolts" after their bi-v implantable cardioverter defibrillator (ICD) implant. A programming intervention was completed to resolve the extracardiac stimulation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-45, lead, implant: (B)(6) 2011. (B)(4).